Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low suspend. Customer's blood glucose was 48 mg/dl. The customer was treated with food. Customer stated that she knows why she went low and doesn't to troubleshoot. The customer declined to troubleshoot for high blood glucose and threshold suspend.